Manufacturer narrative:
510k: device not cleared in us, but similar device is available. Product evaluation: analysis results not available; evaluation expected but not yet begun.

Event description:
It was reported that during intubation in preparation for a thyroidectomy, ¿anesthesia occurs with usual narcotics , no problems with the intubation of the tubus (emg tube). Tubus would be placed with the help of a leadership wire and lubricant (saseem). On both sides the same breath noise. Connection of ultiva (anesthesia), dosage 0. 2 mg/kg of body weight. Respiration system was connected afterwards.¿ after a few minutes there was a rise in resistance inside the airway. To solve the problem anesthesia administration was increased and machine respiration was changed to manual respiration. The resistance improved with manual respiration so they changed back to machine respiration; however, they experienced the same result as before. To troubleshoot they deflated and re-inflated the cuff to rule out blockage by the cuff and they also performed a laryngoscopy to ensure correct positioning. Without resolving the issue, they removed the tube and re-intubated the patient with the same product and size tube, without issue. They state that the patient was oxygenated the entire time, there was no patient impact.

Manufacturer narrative:
Date of this report: 11/29/2016. Date manufacturer received: 01/04/2017. Product evaluation: one un-sealed sample, part number 8229975, from lot number 0211920776 was received for analysis. The device was returned with a 10ml syringe. Visually, there was no blockage of the inside diameter of the main tube in an ¿as received¿ condition. A syringe was used to inflate the cuff with 10cc of air and mild pressure was applied to the cuff. After 1 ¿ 2 minutes the inside diameter began to delaminate and block the airway path which would have resulted in the reported event. The approximate location / orientation of the occlusion was opposite to where the inflation assembly attaches to the main tube. The assembly drawing requires that separation of the pvc layers (delamination) shall be less than or equal to 1.0mm (0.040¿). The delamination of the pvc layer reached from one side of the inside diameter to the other, or 7.5mm which is out of specification. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.